Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed. A field service engineer (fse) replaced two latch assemblies with the new style and tested the door using the hardware test application. Further functional testing was performed with routine operations, confirming the issue was resolved at this time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower doors fail multiple times and require recovery often. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.